Event description:
The complainant alleged that during a routine test by a clinician the device display became distorted. The complainant indicated there was no pt involvement with this reported malfunction.